Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 4307 - intuitive surgical, inc. (Isi) received the battery box involved with this complaint and completed investigations. Failure analysis investigation was able to replicate and confirm the customer reported complaint. The unit was installed onto an in-house system and it failed to power up the patient side cart (psc). The psc displayed an error 802. The battery failed during testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4316 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The isi fse replaced the battery to resolve the reported issue. Following service, the system was tested and verified as ready for use. Isi has not received the battery for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
An isi fse has been requested to investigate the reported event; however, the isi fse investigation has not been completed at this time. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a message was received at system startup indicating that the battery level was low. The customer decided to proceed with setup anyway. However, right after draping, non-recoverable error 802 occurred, which indicated an issue with the backup battery. The customer rebooted the system and performed a hard reset, but the issue persisted. The patient side cart (psc) would not start normally in stand alone mode either. The surgeon decided to perform an open surgery. There was no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the isi field service engineer (fse) and obtained new information regarding the reported issue: the issue was identified after the patient was under anesthesia and ports were placed. The procedure was a da vinci-assisted prostatectomy. The customer contacted the isi fse for troubleshooting support; however, the issue persisted. The surgeon decided to abort the procedure post-anesthesia and port placement. The patient had been under anesthesia for 4 hours before the surgeon decided to abort the procedure.